Manufacturer narrative:
Testing was performed at the philips authorized repair facility and confirmed that the speaker produced sound. The speaker was confirmed to be functioning per specification during testing and the speaker was replaced per philips current process. The device was operational after repairs were completed.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.